Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, de novo, 75% stenosis in the distal right coronary artery (rca). The 3.0 x 12mm nc rx trek balloon catheter was advanced pre-dilatation; however, the balloon ruptured during first inflation at 15 atmospheres. The device was changed to a 3.0 x 23mm nc trek. There was no resistance during advancement or removal of the balloon catheter. The procedure was completed after stenting without any issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.